Event description:
It was reported that the patient underwent a tactra surgery due to unspecified reasons. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra malleable penile prosthesis underwent a thorough analysis. The cylinder was microscopically inspected. Microscopic examination revealed that the tactra cylinder was cut and had multiple holes in the proximal end, consistent with sharp instrument damage. Based on the available test results and investigation, the reported observations could not be confirmed as a primary device-related issue. The sharp instrument damage identified on the cylinder is considered a secondary occurrence, most likely introduced during the explant procedure. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a tactra surgery due to unspecified reasons. No additional information was reported.